Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip fractured and slightly lifted and the cable was cut off. Upon visual inspection to the device no damage were found with the jaws as reported in the event description. In addition, the cable cut off is not related with the reported issues. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement the batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon resection procedure, the top jaw of the device came off track. Nothing fell into the patient. The jaw is still attached to the device. Another like device was used to complete the procedure. No patient consequences were reported.